Event description:
Patient contacted dexcom to report no vibration. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product investigation for the receiver concluded there was no defect found with the receiver. However, the user serial bus (usb) case interface was broken.